Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1546 labeled 2017 labeled internal file number -(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 2017-incorrect prep g9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheters, trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the left anterior descending coronary artery. During preparation, the air was aspirated from a 2.50 x 30 mm trek rx balloon dilatation catheter (bdc); however, the balloon was not soaked. The bdc was advanced to the lesion for pre-dilatation with no resistance; however, the balloon ruptured on the first inflation at 10 atmospheres. A 3.0 x 15 mm nc trek bdc was used to complete pre-dilatation prior to a 3.0 x 48 mm xience stent being deployed. Post-dilation was performed with a 3.75 x 8 mm non-abbott bdc to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.